Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter fracture, material separation, migration, obstruction of flow and difficult to flush issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (patient, device, component, method) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent a venous port placement procedure on (B)(6) 2024, for nasopharyngeal malignancy. A high-pressure-resistant central venous catheter with accessories was implanted. The procedure was completed successfully, and the device has been functioning normally postoperatively. Following april 2025, the infusion process through the venous access port resumed unimpeded. During port removal on october 16, 2025, a venous catheter rupture was detected, leaving residual tubing within the vein. An emergency percutaneous venous foreign body removal procedure was performed in the interventional suite at the current status of the patient was unknown.

Event description:
The patient underwent a venous port placement procedure on (B)(6) 2024, for nasopharyngeal malignancy. A high-pressure-resistant central venous catheter with accessories was implanted. The procedure was completed successfully, and the device has been functioning normally postoperatively. Following a(B)(6) 2025, the infusion process through the venous access port resumed unimpeded. During port removal on (B)(6) 2025, a venous catheter rupture was detected, leaving residual tubing within the vein. An emergency percutaneous venous foreign body removal procedure was performed in the interventional suite at the current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.